Event description:
Received information regarding a cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was elevated; however, customer was unclear whether their blood glucose level was in relation to cartridge alarm 19 or pump. Customer was unable to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation